Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced intermittent elevated blood glucose (bg) levels. Customer provided bg level of 385 mg/dl. The customer alleged that the pump was not delivering insulin properly when the insulin amount in the cartridge gets to less than 20 units. System check with tandem technical support indicated that the pump and related supplies were functioning as intended; however, the customer maintained that the pump was not functioning properly. Reportedly, the customer continued to use the pump for insulin therapy.